Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge leaked near the septum and cartridge tubing. There was no impact to customer's blood glucose. A new cartridge was loaded to address the event.